Event description:
It was reported the device had a clutch error. No patient injury reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Evaluation codes: updated device evaluation: one device was returned for investigation. Both tamper seals had been removed. Visual inspection found the top case was chipped in both front corners, the bottom case was cracked, and the left plunger case was cracked. Review of the error log found "check clutch / plunger lever" error. The error was duplicated during functional occlusion testing. Root cause of the issue was attributed to a worn leadscrew, worn clutch spring, worn right and left clutch halves; they were 10 years old. The issue was thought be caused as a result of customer use. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. Replaced worn leadscrew, clutch spring and right and left clutch halves. Replaced damaged bottom case. Replaced cracked left plunger case, right plunger case, plunger cam, plunger float, push block and right and left timing plates. Cleaned, greased, and calibrated. The device passed all functional tests after the completed repairs.